Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is defective. This was first noticed a week prior to the report. Pt has used this infusion device for 5-6 years and boluses 5-6 times per day. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. This is related to MFR report #2183996-2012-00450.